Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed unexpected restart and the lower left and the lower right of the display have a crack. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the error test, and passed the self test. No unexpected alarms noted. The pump had a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.